Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
Customer's it was reported that the customer experienced elevated blood glucose levels (350 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly, the customer has been experiencing elevated blood glucose levels on the 2nd day after cartridge change.